Manufacturer narrative:
Evaluation result and evaluation conclusion codes updated.

Manufacturer narrative:
The customer performed control checks and the results varied. The customer performed quarterly maintenance. The customer-provided ise checks and calibration results indicated a normal performance of the system. Based on the information available, the investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was a complaint of discrepant ise indirect gen.2 na results for "several patients" tested with cobas pro ise analytical unit. The initial na results were not reported outside the laboratory; the customer repeated the samples on a different instrument. The customer provided one example of discrepant results. The patient's initial result was 149 mmol/l. The patient's repeated result was 141 mmol/l. The na electrode lot number and expiration date were requested but not provided.